Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose levels ranged from 300 to 480 mg/dl. Customer reported symptoms related to their high blood glucose levels included feeling tired. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.